Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's first battery ate through her skin and it came out. The patient stated that the battery site had been painful for months, her husband looked at the implant site and could read the battery serial number through the patient's skin. The patient reported that the battery was working its way through her skin, and the skin kept "melting away". The skin was weeping so much that her underwear would stick to the skin. The patient noted that their husband took pictures and sent them to the manufacturer representative (rep). The old system was explanted shortly thereafter in (B)(6) of 2012. A new system was implanted in (B)(6) of 2013, about six weeks after the system was surgically removed. Additional information was received from a healthcare provider (hcp). It was reported that on (B)(6) 2015 the patient called into the clinic to request an appointment to have their device checked. The hcp reported that on (B)(6) 2015 their was an event (hand writing is illegible) and that their current device has not been explanted. Patient weight was reported. No further complications were anticipated/reported.